Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned adhered to a label. The disassembled lens case was also returned in the carton. Viscoelastic was dried on the lens. One haptic was broken-gusset area, not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The reported broken haptic was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on the observation, it is concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, torn or broken haptic. Additional information was received that during initial procedure haptic broke off while medical eye surgeon (mes) was tying sutures. It was replaced with another one and there was no patient harm.